Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Without the requested relevant clinical information, photos or the device, a thorough medical investigation cannot be rendered. Per communications, the surgeon mentioned the patient was doing fine after applying some ointment. Since no further harm to the patient is anticipated, no further clinical/medical, assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed.a review of the device history records could not be conducted as no lot number was provided the instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: - the electrodes at the tip of the wand while power is being applied may have touched non-targeted tissue - the exposed return may have been in contact with non-targeted tissue - when not using instruments, place them in a clean, dry, highly visible area not in contact with the patient. Inadvertent contact with the patient may result in burns.

Event description:
It was reported that after an ent the patient developed a small burn mark on the shoulder several days after the procedure. Doctor thinks that he may have hit the ablate pedal while wiping off the electrode on a towel that was laying flat on the patients shoulder, he thinks the electricity or plasma may have transferred through the towel and burned or ablate the patients shoulder. No further complications reported. All available information has been disclosed. If additional information should become available, a sup...